Event description:
It was reported to medtronic minimed that the customer experienced blood glucose value is missing from the inpen applications diary and home page. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8061.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was performed. Based on the investigation, data corresponding to the reported values is present in the inpen database. Under normal conditions, these values should be displayed in the application. The software successfully adhered to the specified requirements and performed in accordance with expectations. H3. Cause and/or contributing factors: the reported concern relates to values not appearing in the application despite being available in the backend database. Based on the investigation, no discrepancies were identified in the stored data. The issue may be associated with application state, data synchronization, or display conditions that could not be reproduced during testing. Additionally, values may not be displayed if they fall outside the supported or valid time range for glucose display, as older entries are not shown by the application. This issue is not confirmed. H3. Steps to resolve or recommendation: to assist with further analysis, it is recommended to obtain a screenshot of the application screen where the issue is observed, along with the steps performed. Additionally, reinstalling the application and clearing the application cache may help resolve potential data display inconsistencies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.